Event description:
It was reported that a filter that was implanted three years seven months ago on a patient with pe, now had three detached limbs. Two months after it was implanted on an incidental CT, it showed that two limbs were missing and that there were 6 limbs perforating the cava wall, but in a stable position so no interventions performed. No extravasation mentioned. Currently, when the patient presented with chest pain, a cardiac cath was performed. It was then confirmed that one of the limbs was in the left pulmonary vein and two limbs were reported to be in the patient's heart w/ perforation. It was reported that there was no extravasation noted.

Manufacturer narrative:
The sample remains implanted, so a sample evaluation could not be performed. The result of the investigation was confirmed for filter arm(s) detachment based on the returned films that were reviewed. The root cause for this event is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.